Event description:
Device returned for analysis with report of "battery depletion" - further inquiry provided that the pump "didn't infuse drug and no low battery alarming had occurred." Pt was fine. Additional information received indicated that the pt had experienced "tightening" due to lack of infusion but the lack of infusion was not identified at first inquiry and the dose was increased. At refill 17 ml were found in the pump. Oral baclofen was prescribed for the pt until pump replacement. Pt symptoms of withdrawal were much less than could have been expected with the amount of drug with remained in the pump. Pt is doing fine.